Manufacturer narrative:
Additional narrative: (B)(4). The device broke intra-operatively and was not fully implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4), manufacturing date: september 15, 2015; expiry date: september 1, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure for the proximal phalange of the left middle finger on (B)(6) 2016. During the procedure, two (2) cortex screws broke as they were being inserted into the holes of a modular hand system t-plate. The surgeon was unable to remove the screws, so the shafts remain in the proximal phalange of the patient's left middle finger. The procedure was completed with a forty (40) minute delay. This report is 1 of 2 for (B)(4).